Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on oct 21. The customer blood glucose level was 500 mg/dl at time of incident. Another blood glucose level was 430 mg/dl. Customer stated that was treated with manual injection before go to hospital and got blood glucose down to 460 mg/dl. Customer treated with intravenous insulin drip during hospitalized. Customer states insulin pump did not received a low battery alert prior to replace battery alert. The insulin pump will be returned for analysis.